Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1400504 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the doctor tried to use the applier, it could not be use because the jaw of the applier was broken. No clips were dropped in the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73f1400504 was confirmed with sample. During visual inspection was observed: no stuck clip in jaws, orange indicator was observed in the initial part of the tube (grooves); probably the applier has no remaining clips. Failure mode jaw broken was not confirmed with sample received, however an alternate condition was observed: internal component is damaged: it's unknown why the component is damaged. Functional inspection was performed: despite the condition of the applier (internal component damage) applier was fired and no clip was loaded in jaws. Then, applier was opened to verify if there are remaining clips and it was observed that the sample does not have loaded clips inside. Failure mode jaw broken reported by customer was not confirmed. Samples received did not confirm the defect reported by the customer jaw broken during visual inspection (jaws in good condition), however an alternate condition was found in the device; internal component is damaged; root cause unknown. Additional sample was received without remaining clips. Therefore a corrective action cannot be established other remarks: due to the fact of the sample condition. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier).

Event description:
Alleged event: when the doctor tried to use the applier, it could not be used because the jaw of the applier was broken. No clips were dropped in the patient's body. The patient's condition was reported as fine.